Event description:
It was reported that the system had poor image quality and the cross arm brake was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board and the image processor were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.